Manufacturer narrative:
The reported complaint of "the autopulse platform (sn: (B)(4)) displayed fault code 16 (timeout moving to take-up position) error message upon powering up" was confirmed during functional testing and archive data review. The root cause for the reported complaint was due to the out-of-specification brake gap, likely as a result of normal wear and tear. The autopulse platform was manufactured in october 2013, and it is over 6 years old, exceeded its expected service life of 5 years. However, user mishandling cannot be ruled out. Storing the device is a less humid place and/or storing the platform in a soft case (if available) could extend the life of the drivetrain. The defective brake gap was no longer adjustable, and therefore, the drivetrain assembly was replaced to address the fault code 16. During the visual inspection of the returned autopulse platform, the front enclosure was observed cracked, and a screw fitting was observed chipped/broken. The physical damages are unrelated to the reported complaint, and the root cause could be due to normal wear and tear and/or user mishandling. The front enclosure was replaced to address the issue. The archive data was recovered but was unable to be converted to an excel format. However, the recovered data revealed multiple fault code 16 (timeout moving to take-up position) error messages; thus, confirming the reported complaint. The autopulse platform failed initial functional testing due to the fault code 16 error message; thus, confirming the reported complaint. In addition, the brake gap was observed worn out, and the screw fitting connections were observed slightly oxidized and rusty. The brake gap was out of specification and was no longer adjustable. The drivetrain assembly was replaced to remedy the issue. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Historical complaints were reviewed for service information related to the reported complaint, and there was one similar complaint reported for autopulse platform with serial number (B)(4). Ccr (B)(4) was reported on 6/27/2018, and the out-of-spec brake gap was re-aligned to remedy the issue.

Event description:
During shift check, the autopulse platform (sn: (B)(4)) displayed fault code 16 (timeout moving to take-up position) error message upon powering up. The user re-adjusted the lifeband and pressed the restart button to clear the fault code; however, the issue was not resolved. No patient involvement.